Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a partial removal surgery of the mesh on an unknown date due to hernia recurrence. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/21/2022. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted he excised a portion of the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss.

Manufacturer narrative:
Date sent to the FDA: 05/18/2022 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/10/2022.